Event description:
It was reported that during the procedure to treat a saphenous vein graft to the obtuse marginal, the first xience v stent, a 4.0 x 15 was advanced to the lesion after pre-dilatation; however, it did not cross. Additional pre-dilatation was done and the xience v 4.0 x 15 was deployed. The second stent, a xience v 4.0 x 18 was deployed and a proximal edge perforation was noted. The first graftmaster was a 5.0 x 26 and it did not cross to treat the perforation. Then two graftmasters (4.0 x 26 and 3.5 x 26) were both deployed to seal the perforation. However, for some unknown reason, the perforation was not sealed. Pericardiocentesis was done and the patient was sent to surgery. The perforation reportedly sealed on its own. The surgery was to find the tip of the catheter used to perform the pericardiocentesis (a non abbott device). The patient was discharged from the hospital on (B)(6) 2010. Though requested, patient data including past medical history was not provided.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.